Event description:
Event description boston scientific crm rec'd info that the pt with this pacemaker expired (date of death in 2007), due to unk causes. There was no clinical allegation against device or lead performance, however, the pt's family was concerned that the device may have contributed to the death. Interrogation of the device in the morgue was successful, and gave a cell voltage of 2.5 k ohms in colder temps. This cell voltage is near elective replacement time (ert) in this model device. The device was in svc for 8.8 yrs, which exceeds the minimum longevity expected for 6.5 yrs at nominals.

Manufacturer narrative:
Event conclusion: the device has been rec'd and is currently being analyzed by the reliability assurance laboratory. Upon completion of analysis, this event will be updated.